Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the inss would not charge fully. The patient stated he spoke with his hcp about this and the hcp said based on the charge levels, he needed to call patient services. It was reported the hcp stated charging an hour per week should be sufficient. The patient stated he had been recharging about once per week since implant and had spent as long as 2 hours trying to recharge but the inss never reached full charge. The patient stated after being fully charged for one week, he went to the neurologist the week after and his charge level was only 25%. The patient stated he got 8 coupling boxes when recharging. No symptoms or complications were reported or anticipated.